Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. Further visual inspection of the device found the oxygen blender module board wire harness was loose. The device had evidence of physical damage. The cable was reconnected to address the issue.